Manufacturer narrative:
Off-label, unapproved or contraindicated use (proximal neck length, aortic neck angulation). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 63 mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 7 mm in length and 23 mm in diameter. The suprarenal and infrarenal aortic angles measured greater than 60 degrees. J vasc surg 2016;64:563-70 it was reported that, approximately one month post index procedure, the patient had a proximal type I endoleak and that the abdominal aortic aneurysm had enlarged. The physician elected to implant another manufacturer's aortic cuff and the event was resolved. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.